Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between may 28-30, 2023. H11: two (2) devices were received for evaluation. A visual inspection was performed, and the reported leak could not be easily identified. Functional testing was performed, and it was noted that there was a leak from the administration spike port bonding area on both samples. The reported condition was verified. The cause of the reported condition could not be determined; however, was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred between july 8-13, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the seam after pumping was completed and a final check was in process. There was no patient involvement. No additional information is available.